Event description:
A home patient (hp) reported to baxter (B)(4) that a minicap with a dry sponge. There was no patient involvement, injury or medical intervention as this was found prior to use.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. The reported event was not confirmed due to the package being opened and the date when they were opened by the patient was unknown. Based on investigation performed by manufacturing facility, the root cause of this issue is associated to a mishandling error at time of use by the patient; therefore, the event is not associated to manufacturing process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.